Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information to date after calls to customer (B)(6) 2024. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. There was no patient injury.